Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was implanted in the patient's eye. The patient experienced dysphotopsias. The issue was first identified during a post-operative exam. The customer indicated that the directions for use were followed. There is no indication of permanent or temporary impairment. The iol was explanted and the patient was reported as doing well. No further information was provided.

Manufacturer narrative:
Section a3a, sex and a3b, gender: the customer said female. Section a4, a5, a6, patient information: unknown/not provided. Section b3, date of event: the exact date is unknown. The best estimate is between the implant and explant date. (B)(6) 2025 and (B)(6) 2025. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: may 5, 2025. Section h3: evaluated by manufacturer: yes. Device evaluation: the complaint lens was received. Visual inspection under magnification reveal the complaint lens was received cut in half and coated in viscoelastic residue and what appears to be blood. The lens halves were cleaned revealing no issues that could cause or contribute to the complaint issue reported. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. An attempt was made to obtain the missing information. However, it was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.